Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 600 (mg/dl). Reportedly, customer discontinued use of the tandem pump, and initiated use of another pump to treat bg levels and continue diabetes management. Although requested by tandem technical support, no additional information was provided on the reported event.

Manufacturer narrative:
(B)(6) 2016 additional information: customer reported that while on tandem pump, they were receiving basal insulin and attempted to administer boluses to treat elevated blood glucose (bg) levels, but bg levels continued to rise. While on the call with tandem technical support (B)(6) 2016, customer also reported that they noticed that the date and time were incorrect on the pump; however, it is unknown if date and time were incorrect on (B)(6) 2016. Customer also reported experiencing a low bg level in the 50s (mg/dl) on (B)(6) 2016; however, customer did not indicate what lead up to this event or how low bg level was treated. Although tandem technical support made multiple follow-up attempts, no additional information was provided.